Event description:
The patient was undergoing a coil embolization procedure in the right iliac vein using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted a ruby coil in the target vessel using the lantern. The physician then advanced another ruby coil to the target vessel using the lantern and removed the introducer sheath. Subsequently, the ruby coil was noticed to be stretched and exiting the lantern. Therefore, the ruby coil was retracted and removed. The procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil revealed offset coil winds on the proximal end of the embolization coil. This damage is likely the reported stretched coil. If the ruby coil is retracted against resistance, damage such as offset coil winds may occur. During functional testing, the ruby coil was sheathed with a demonstration introducer sheath and then advanced out without an issue. Subsequently, the ruby coil was advanced and retracted through a demonstration lantern with minor resistance due to the offset coil winds. The root cause of resistance during the procedure could not be determined. The root cause of resistance during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.